Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The two devices that were described to be bent/broken intra-operatively were not returned for evaluation. One device with deployment issue was returned for evaluation. The device's mechanism is frozen and damaged. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. This is the fourth complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Three curved needle speed cinch devices were used for an anterior cruciate ligament and meniscus repair procedure. The first speed cinch was being inserted into the patients joint and as the device was being maneuvered the needle bent and eventually broke inside of the device sheath. This first speed cinch was removed intact from the patient. A second speed cinch was used to continue and the same issue occurred. The device was removed intact from the patient. It was reported that the surgeon felt it was his technique that led to the two broken devices. A third speed cinch was used to continue and the device was inserted into the patients joint. When the device was positioned, the surgeon toggled to #1 and fired the implant, but no implant came out of the device. The speed cinch was removed from the patients joint. The meniscus repair was not performed and the surgeon continued and completed the acl repair without issue to the patient.